Event description:
The customer reported that the insulin pump alarmed while priming. Then the caller removed the battery overnight and reinserted the next day. He adjusted the time and date, but was unable to complete the priming process and the device alarmed motor error. The blood glucose reading was 450mg/dl. Troubleshooting was performed, and the drive support cap was flush. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.